Manufacturer narrative:
Zimvie complaint number (B)(4) e1: last name unknown / not provided.

Event description:
It was reported that the implant in site had bone loss surrounding restored implant discovered during routine cleaning. Implant removed with site debridement. Will replace after 4 months of healing.